Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not delivering boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Upon review of the contact made on 08/04/2015, it was noted that the reporter had also alleged the patient was hospitalized for the elevated blood glucose level. This event is being reported as the patient experienced hyperglycemia.